Event description:
Doctor reported lack of primary stability at tooth site 46. After rotation with ratchet the implant diseappeared completely in cortical bone. After careful osteotomy implant could be removed with the help of the mount. No other implant was placed to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown/not provided. Additional device information unknown/not provided. Premarket identification k013227. Device manufacturer date unknown/not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: expiration date device information. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) and associated mount were returned for investigation. There were no allegations against the mount and the reported event occurred at implant level. Therefore, the investigation addressed only the implant. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported event (medical: other). Measurements were taken on (B)(6) 2022 using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review for the lot (1218875) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# (B)(4)). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the reported lot number (1218875) for similar events (complaint category keywords: medical: other) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified since patient anatomical/physiological conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
On a follow up by email doctor confirmed that there is no bone fracture, so bone did not disappear. The implant had to be removed with buccal osteotomy from a cavity surrounded by bone

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).